Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector / constant gong alarms. ) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the constant gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the battery cells had mis-matched output voltages. The cause of the non-functional battery pack is the mis-matched cells. The root cause of the mis-matched cells was not positively identified. No adverse event resulted from the defective monitor or battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power the monitor and that the belt connector on the monitor was damaged and producing constant gong alarms.